Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient was asleep upstairs while her husband was downstairs. At around 1:00 am, the husband heard the patient screaming and immediately went to check on her. The patient was unable to speak and appeared unresponsive. They took a blood glucose level which was 1.3 mmol/l, which was flagged as critically low on the monitoring app. The patient did not receive an alert despite having low reading. Earlier that afternoon, prior to going to bed, the patient's glucose reading was 15 mmol/l. Paramedics arrived and applied glucose gel to the patient's gums due to her inability to speak. And administered a glucagon injection into the patient's thigh. The patient recovered. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.